Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported device was not returned as there was no adverse event identified by the treating physician, and the device was discarded per the hospital's procedures. While the results of the investigation are inconclusive, there was no evidence that slow flow or spasm caused or contributed to an adverse event for this patient. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
A study core lab reported a visual observation of slow flow/vessel spasm after use of the diamondback coronary orbital atherectomy device during an angiographic image review following the procedure. The final angiographic morphology had no observation of slow flow or spasm with a timi flow of 3. No adverse events or angiographic complications were reported by the treating physician.